Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump gave unable to prime warnings. There was no additional information available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2014 with the following findings: during investigation, a review of the pump¿s black box showed no evidence of failed prime attempts. During valuation, the piston and the lead screw were found to be missing from the pump and were not returned with the pump. Testing was not able to be completed due to the missing motor assembly components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.